Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, drawing, instructions for use (IFU), manufacturer¿s instructions, and quality control procedures, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device had separated into two sections. The proximal section measured 16.9cm in length from the distal end of the flare. A hemostat mark was found 1.3cm from the flare, and coil elongation was noted inside the sheath. The distal section measured 78.8cm in length. On the distal section, 3cm of exposed coil was observed at the separation, and evidence for coil elongation was also found within the distal section. A compressed area and a 10cm length of unknown matter were found 16.5cm from the separation on the distal section. The hub of the device was found separated from the sheath shaft, and its inner diameter was within specification. No other damage was noted to the device. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Included with the device are instructions for use which state, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." Instructions for use further state, "reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal or flexor sheath, consider carefully reinserting the dilator prior to continuing removal." During the reported device event, resistance was stated to have occurred on removal of the device. The dilator was not in place at the time of device removal. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that no cause could be established for the reported failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Concomitant products: terumo radial band (tr band), unknown manufacturer's 5 fr fusion catheter, unknown manufacturer's wire guide, boston scientific angiojet thrombectomy system, power pulse. Occupation = radiology tech. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during preparation for a right iliac and right common femoral revascularization procedure involving a (B)(6) year-old female patient, the hub of a flexor ansel guiding sheath separated. The product was discarded and did not make contact with the patient. This event is reported under MDR 1820334-2019-01328. During the procedure, another flexor ansel guiding sheath was used as intended via left radial artery access. An unknown manufacturer¿s 5 french infusion catheter was placed through the sheath, which was left in place for 24 hours. Upon removal of the sheath and infusion catheter, the hub of the device separated. Upon further removal, the sheath separated five to seven centimeters down the sheath. The sheath was able to be removed over the catheter and unknown manufacturer¿s wire, leaving no portion of the device in the patient; however, four centimeters of the radial artery reportedly ¿came out¿ as well. The sheath and catheter were removed as a unit; however, the dilator was not in place at the time of removal. Resistance was reported during removal of the device. Another manufacturer¿s radial band and coban were used for compression. Blood loss was noted to be ¿significant¿, but reportedly due to ¿lytics¿ (thrombolytics) being used as well as a thrombectomy system with power pulse. No blood products were used during the procedure. The patient was admitted to the intensive care unit (ICU) awaiting further unrelated intervention. This event is reported under MDR 1820334-2019-01329.